Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0lnef, implanted: (B)(6) 2014, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient mentioned return of fecal incontinence as being "mushy" on the day of this call. The patient experienced loss of therapeutic effect had 2 episodes of fecal incontinence really bad. It was noted that patient was seeing programmer low battery icon screen.the patient would replace the batteries and would call for help changing the program from 2 to 3 which she later called. The patient increased stim up to 1.6v, felt stim at comfortable level and will get that a try for a few days.

Event description:
It was reported the patient was on program 1 at 1.9 volts with the lightning bolt. The patient could feel the stimulation and it wasn¿t uncomfortable but they stated ¿all this stuff is coming back.¿ the patient stated it wasn¿t hurting them and they had their program up to 2.0 volts and still had ¿mush.¿ the patient activated program 2 and increased from 0.0 volts up to where they could feel it and they could feel it at 1.5 volts. The patient stated it was comfortable but a little stronger. The patient was standing at the time of report and then sat down and stated they could feel it but it was not uncomfortable. It was stated the patient had a sudden loss of therapeutic effect. Over the past couple days prior to report the patient had ¿mush¿ and it happened the day prior to report in the morning and when they came home after work. The patient stated it happened again the day of report when they went to work and then again when they came home and had to throw everything away. The patient noted their symptoms came back ¿just like that.¿ reportedly, the patient had wiped and had blood and that was the first time it had occurred with their stimulation therapy. It was noted the patient still had stitches and it did bother then when they bent over. The patient said it hurt to bend over and they couldn¿t stand, bend over and pack boxes. It hurt the patient a little and they felt discomfort when they pressed their detachable antenna against their implantable neurostimulator (ins) area. About two weeks later, the patient stated they still had a loss of therapeutic effect and the morning of (B)(6) 2014 they went to the bathroom and the stool was mushy and they had to throw their underwear away. The patient stated that when this happened before they went to the bathroom and the stool just dropped right out of them. It was noted the patient was on program 1 to begin with and the last time this happened they switched to program 2 and everything had been fine until the morning of (B)(6) 2014. The patient was having communication issues with their programmer and ins. The patient was assisted with changing their settings and was able to switch from program 2 at 1.5 volts to 1.7 volts and they could feel the stimulation well but it was not painful or uncomfortable.